Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's post-operative course. Note, the manufacturing date (15-jan-2011) is considered to be a best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b7, d3, d4 (product catalog no., corporate lot no., UDI no., expiry date), d6b, g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that on (B)(6) 2015, the patient underwent surgery for implant of an unspecified bard/davol perfix plug. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. As reported, the attorney alleges product is defective and that the patient experienced emotional distress. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with left inguinal hernia thereby underwent open repair with implant of perfix plug (device 1). Per op notes, ¿an incision was made over the left inguinal region. A bulging membrane-covered structure was identified as the hernia sac and dissected down. The sac was grasped and dissected away from the spermatic cord and it was reduced. A perfix plug (device 1) was placed into the defect and secured with sutures. A keyhole mesh was placed underneath the spermatic cord and secured to the pubic tubercle with suture. The two tails of the keyhole mesh was sewn together with suture.¿ (B)(6) 2016 - patient was diagnosed with incarcerated recurrent left inguinal hernia thereby underwent laparoscopic converted to open repair with implant of perfix plug (device 2). Per op notes, ¿the previous incision of the left groin was opened using a transverse incision in the lower left quadrant of the abdomen. The large hernia was identified in the left groin and contents were reduced. The hernia sac was excised and removed. A perfix plug (device 2) was placed into the defect of the lower abdomen and secured medially to the previous mesh plug (device 1) with sutures.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on (B)(6) 2015, the patient underwent surgery for implant of an unspecified bard/davol perfix plug. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. As reported, the attorney alleges product is defective and that the patient experienced emotional distress.